Event description:
The user attended an annual check-up on 19.sep.2019. The results of the free field test had significantly decreased, although the user and his family did not make any complaints regarding the hearing performance with the device.

Manufacturer narrative:
Additional information: according to the information received from the field a damage to active electrode due to device minute mobility seems likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, but no date has been communicated yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was attending the annual check-up on (B)(6) 2019. The results of the free field test had significantly decreased though the user and his family did not make any complaints regarding the hearing performance with the device. The user is going to relocate to the united states next week and it has been recommended that he visit with the med-el us team once he is settled in there.